Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the rubber stopper under the cap of a bd vacutainer® sst¿ blood collection tube, was deformed. The device was not used and there was no report of injury or medical interventions.